Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the lcd screen began fading out while performing a preventive maintenance (pm). The connectors for the lcd were inspected and reseated, but the screen continued to fade until it became completely black. At the time of the event, there was no patient involvement (during maintenance) and therefore, the event did not cause or contribute to a death or serious injury to a patient. Device logs could not be retrieved. The issue was traced to a defective lcd and associated flat flexible cables (ffcs). Both components were replaced to correct the issue and the device was returned into service.

Event description:
The event description according to the customer is as follows: lcd screen began fading out while performing a preventive maintenance (pm). Connectors for lcd have been inspected and reseated. The lcd continued to fade until it became black.

Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: lcd screen began fading out while performing a preventive maintenance (pm). Connectors for lcd have been inspected and reseated. The lcd continued to fade until it became black.